Event description:
The customer reported that a patient sample was processed for sodium (na) on a dimension exl 200 integrated chemistry system, and the initial result recovered as 135.5 mmol/l. The sample was repeated on the original system, which produced a falsely depressed result. The erroneous result was not reported to the physician(s). Subsequently, the sample was repeated on an alternate dimension exl 200 integrated chemistry system. The second repeat result recovered higher than the erroneous result, matched the initial result, and was considered correct. The initial result was also considered correct and reported to the physician(s) as 136 mmol/l. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample when repeated on a dimension exl 200 integrated chemistry system. Quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed the x1 tubing on the system was too long, the sample head transducer was twisted to the side, preventing proper mixing, and the sample flush pump was titrated above 30%. Next, the cse replaced the flush, standard a (std a), standard b (std b), all integrated multisensor technology (imt) tubings (dilution 1 (d1), dilution 2 (d2), x0 to x3, reagent 1 (r1)), sample head, sample metering and flush syringe tips and motors. Then, the cse ran calibration, qc, system check, and dilution check, all of which passed, performed all alignments, and ran ten precision tests in five separate cups, which recovered acceptably. Further, the cse worked on an issue unrelated to this event, which involved replacing different lots of dilution check solution, imt port, rotary valve, port assembly, and syringe tips. Next, the cse ran a dilution check, flushed port waste line with hot water, lubricated lead screws for both dilution fluid pump and sample pump, and primed tubings multiple times. Siemens evaluated the event and determined that the flow issue through the imt potentially contributed to the falsely depressed na result. The system is performing according to specifications. No further evaluation of this device is required.